Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that insulin was dripping out and squirting out of the insulin pump during manual prime process. The customer changed the infusion set and the reservoir as recommended, but the insulin was still dripping and squirting out of the insulin pump. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.